Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a removal surgery for distal ends of the tibia and fibula with the fibulink. The tensioning cap was removed and the tibial screw was attempted to be removed along with the fibula plate. The procedure was performed using a tibial screwdriver, but the fibula link failed to fit into the tibial screw. Furthermore, bone formation was observed on the medial side of the fibula, leaving no space for the tibial screw to pass through. As a result, the removal attempt was abandoned and the screw was left in place. The surgery was completed successfully with 45mins of delay. The surgeon commented that only the base of the fibula link is fixed, and the tip is movable, so the surgeon is worried that it may cause problems. The doctor's opinion regarding the relationship between this incident and the product: the screw was attempted to be removed, but was unable to be removed, so it was left in place. Due to structural issues, the surgeon feel there is a need for improved nail removal instruments. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.